Event description:
Infant fed at 0330 - positioned in bassinet on side. Infant was found face down in pillow 0545 without pulse/respirations, cyanotic. Resuscitated, intubated on ventilator. Eventually life support removed due to grim prognosis. Infant expired.